Manufacturer narrative:
Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to completely broken reservoir tube lip. The device had displayable history crc check failed alarm in alarm history file. The device received displayable history crc check failed alarms due to corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The insulin pump will not be returned for analysis.